Manufacturer narrative:
Failure analysis confirmed the button error alarm due to corroded keypad traces. There was no moisture damage on the electronics. The pump had scratched display window, cracked display window corner and cracked battery tube threads.

Event description:
It was reported via phone call that the insulin pump alarmed button error and the customer was able to clear the alarm. The customer's blood glucose was unknown at the time of incident. The buttons were not pressed for longer than 3 minutes and the pump was not exposed to moisture. The insulin pump was returned for analysis.